Event description:
In a phone conversation the customer reported that: "patient had the certas valve implanted on (B)(6) 2012. After approximately one month, it was verified that the valve was over-draining, and had to be explanted." Additional information called in on (B)(6) 2012 by the patient's niece explained that dr. (B)(6) called to report that on (B)(6) 2012, her uncle's certas valve (implanted on (B)(6)) indicated that the flow at cat scan was too high. A small subdural collection was forming. The valve was adjusted to a rate of 5 on (B)(6) and to 8 on (B)(6). The flow collection worsened, therefore; surgery was performed to tie off catheter. The valve was removed on (B)(6) 2012. Bilateral burr holes for bilateral subdural hematoma evacuation was performed due to deteriorating neurological status. Patient condition is stable patient has no valve and is home. Per (B)(6) the rep (B)(4) picked up the valve on (B)(4). Note: the rep was contacted and indicated that he already called in this complaint and that (B)(4) was assigned. Therefore; this complaint was rejected. (B)(4).

Manufacturer narrative:
(B)(4).